Event description:
Patient called in on (B)(6) 2022 to report that a pen needle got stuck in her leg, but that she was able to remove it herself. She also complained that another needle was already bent and was not able to give herself an injection with it.

Manufacturer narrative:
A batch file and retained sample review was performed and did not highlight any anomalies that could account for this event. The devices in question were returned for examination and upon inspection by mps team at owen mumford ltd, one pentip hub had the needle bent back and one pentip hub had the needle snapped off. The samples were then placed under high magnification for further assessment. The needle tube inside the hub, has been bent at an angle and squashed which indicates material resistance from force. From the findings observed in figure 1, the needle appears to have been broken off under force after moulding, indicating no issues with the assembly / manufacture of the device. Figure 2 shows the needle bent away from its original vertical positioning . It also has a second bend towards the tiip of the needle indicating a use of force upon the needle causing it to bend. This damage to the needle indicates the needle has been used. The needle shield could not have been placed over the needle if the needle was damaged. This could be caused by placing the hub at an angle when inserting the needle into the disposal chamber. The needle is also discolored which indicates that insulin has oxidized on the needle, which also indicates the pentip was used.